Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to perform the displacement test due to buttons not responding. Pump received with corroded battery tube, cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a button error alarm. Customer's blood glucose was unknown. No additional information provided.